Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer did not perform troubleshoot for their high blood glucose reading. Customer had 292 mg/dl blood glucose reading. Customer also reported no delivery alarm but the alarm was resolved by changing the set and reservoir. Products will not be returning for analysis.

Manufacturer narrative:
The correct information has been provided with this report.